Event description:
It was reported that the lead was replaced two weeks before the report. No reason for replacement was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead was replaced due to it having had open circuits. The patient had a loss of therapy prior to replacement. Following the replacement therapeutic responses resumed.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type: extension; product ID (B)(4), lot# v503895, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).